Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening on posterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: creases smooth opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.